Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) was explanted due to infection. Further information was provided that, following explant, this crt-p was utilized as an external temporary pacemaker in order to provide continued therapy to the patient until the new device system could be implanted at a later date. The use of the crt-p as an external temporary pacemaker was off label use. No additional adverse patient effects were reported.